Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirted out during priming process even after letting go of the act button. Customer's blood glucose was 300 mg/dl. Customer was advised that tubing connector may have been temporarily blocked due to customer taking reservoir off the transfer guard with the vile on top which may have caused vent to be wet. Customer was not able to continue troubleshooting due to not having any more supplies in order to change infusion set.